Manufacturer narrative:
Vyaire complaint number (B)(4). The device component was returned for evaluation. The reported complaint was confirmed through the events log and duplicated during functional check. Transducers pt800 has failed.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that when the vela ventilator was powered on it experienced "xdcr fault", "vent inop", "motor fault", and "low pip". The event log also recorded "xdcr fault occurred" (1, 0, 89)". A transducer test was performed and "turb diff: 551 failed". The customer advised there was no patient involvement associated with this event.